Event description:
A 6.0mm diameter x 17mm length medtronic ave biliary extra support stent was deployed in a severely calcified right renal artery. Upon deployment of the stent, a leak was noted in the stent delivery balloon. The leak resulted in partial inflation of the balloon and partial deployment of the stent. The stent delivery system was removed and a percutaneous transluminal angioplasty balloon was inserted to fully dilate the stent. However, prior to balloon dilatation, the stent had moved distally in the artery. The stent was then post-dilated at an unintended lesion site. The target lesion was not pre-dilated 1:1 per device instructions for use, prior to stent insertion. There were no add'l clinical sequelae reported relative to the event.